Manufacturer narrative:
(B)(4). The device was returned for evaluation. A follow-up report will be submitted with all additional relevant information. The xience xpedition referenced are being filed under a separate manufacturing report number.

Event description:
It was reported that during a non-tortuous, non-calcified, distal right coronary artery (rca) stenting procedure, a balance middleweight (bmw) elite guide wire was advanced to the lesion without difficulty. A xience xpedition stent delivery system (sds) was advanced over the bmw guide wire but would not advance past the distal maker on the bmw guide wire and they became stuck. Both the xience xpedition sds and the bmw guide wire were removed as one unit without difficulty and a non-abbott guide wire was advanced. Another xience xpedition 2.5 x 12 mm sds was advanced over the new non-abbott guide wire without difficulty to successfully complete the procedure. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the stent delivery system was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.